Event description:
Per the clinic, the patient experienced pain, high pitched tones, dizziness with stimulation and zig-zag impedances subsequent to a head trauma to the implant site. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6), 2025 and the patient was re-implanted with a new cochlear device during same surgery.